Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a ruptured abdominal aortic aneurysm approximately 32 months ago. Vessel morphology at the time of implant was not reported. It was reported that there was disease progression with aortic neck dilation and aortic neck angulation. The aortic neck was long and tapered from 27 mm to 29 mm in diameter. It was reported that a recent CT demonstrated that the stent graft migrated in the 7.2 ruptured aaa. The physician elected to implant a talent converter stent graft from the left renal artery down to the right external iliac artery, completely relining the aneurx stent graft. An ampaltz plug was placed in the left iliac limb and a femoral to femoral bypass. The follow-up CT revealed a good seal. No additional clinical sequelae reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: migration, endoleak, ruptured aneurysm prior to stent graft placement, disease progression with aortic neck dilatation and aortic neck angulation. Evaluation conclusion: ruptured aneurysm prior to stent graft placement, disease progression with aortic neck dilatation and aortic neck angulation. Patient code: rupture -ruptured aneurysm prior to stent graft placement and post stent graft implant.